Manufacturer narrative:
Complaint conclusion:as reported, when attempting to obtain the first myocardial sample in the right ventricle with a 7f 50cm 2.2mm jaw bipal biopsy forceps, a bite was made but it was reported that the jaws would not open after making the initial bite into the right ventricle. The device was stuck to the right ventricle, which was confirmed under fluoroscopy. The device was able to be manipulated and removed with the sample still held within the jaws of the forceps. After removal of the device, an attempt to open the jaws was made on the back table, but the jaws would not open. The patient was in stable condition after the procedure and a follow up echocardiogram was performed to confirm there were no other complications. This was during a post-transplant myocardial biopsy in which the right internal jugular vein was used for access. There was no tortuosity or calcification of the access vessel. The device was prepped per the instructions for use (IFU) and there was never an attempt to shape the device. Additionally, the jaws of the device were tested prior to insertion and there were no apparent issues at this time.the device was not available to be returned for analysis. A product history record (phr) review of lot n0922314 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿jaws-open/close difficulty¿ and ¿biopsy forceps-withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, procedural/handling factors may have contributed to the issue reported as damage to the biopsy forceps can impair the opening/closing function of the jaws. As standard use of the device, it is recommended to check if the jaws of the biopsy forceps are opening and closing properly prior to use in the patient. As cautioned by the instructions for use, which is not intended as a mitigation, ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the forceps.¿ neither the phr review nor the information available suggests a design or manufacturing-related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, when attempting to obtain the first myocardial sample in the right ventricle with a 7f 50cm 2.2mm jaw bipal biopsy forceps, a bite was made but it was reported that the jaws would not open after making the initial bite into the right ventricle and the device was stuck to the right ventricle which was confirmed under fluoroscopy. The device was able to be manipulated and removed with the sample still held within the jaws of the forceps. After removal of the device, an attempt to open the jaws was made on the back table, but the jaws would not open. The patient was in stable condition after the procedure and a follow up echocardiogram was performed to confirm there were no other complications. This was during a post-transplant myocardial biopsy in which the right internal jugular vein was used for access. There was no tortuosity or calcification of the access vessel. The device was prepped per the instructions for use (IFU) and there was never an attempt to shape the device. Additionally, the jaws of the device were tested prior to insertion and there were no apparent issues at this time. The device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when attempting to obtain the first myocardial sample in the right ventricle with a 7f 50cm 2.2mm jaw bipal biopsy forceps, a bite was made but it was reported that the jaws would not open after making the initial bite into the right ventricle and the device was stuck to the right ventricle which was confirmed under fluoroscopy. The device was able to be manipulated and removed with the sample still held within the jaws of the forceps. After removal of the device, an attempt to open the jaws was made on the back table, but the jaws would not open. The patient was in stable condition after the procedure and a follow up echocardiogram was performed to confirm there were no other complications. This was during a post-transplant myocardial biopsy in which the right internal jugular vein was used for access. There was no tortuosity or calcification of the access vessel. The device was prepped per the instructions for use (IFU) and there was never an attempt to shape the device. Additionally, the jaws of the device were tested prior to insertion and there were no apparent issues at this time. The device will be returned for evaluation.